Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose readings of 400 mg/dl for a year. Customer reported of being taken off of metformin medication due to congestive heart failure and stage 3 kidney disease. Blood glucose began to elevate after being taken off of medication. Customer declined troubleshooting insulin pump and high blood glucose readings. Customer would monitor blood glucose.